Manufacturer narrative:
This report is submitted on 22 january 2021.

Manufacturer narrative:
This report is submitted on 03 dec 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to extrusion of the electrode into the external auditory canal . The patient was reimplanted with a new device during the same surgery.